Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "total hip arthroplasty revision - left. Diagnosis: unstable hemi-arthroplasty. No further information available per hospital." A bipolar component ad femoral head were revised to a total hip.

Event description:
As reported: "total hip arthroplasty revision - left. Diagnosis: unstable hemi-arthroplasty. No further information available per hospital." A bipolar component ad femoral head were revised to a total hip. Update as per med review: "this inquiry concerns an (B)(6)-year-old patient who underwent a left bipolar hip arthroplasty and at approximately three months after surgery required revision for instability with conversion to a total hip arthroplasty. I can confirm that a dislocation occurred since I was able view an x-ray showing the dislocation".

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Revision surgery took place due to the uhr head coming out of the acetabulum. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.